Event description:
The customer reported that several months prior, a pt incident occurred and there was a subsequent software upgrade.

Manufacturer narrative:
The customer reported that several months prior, a pt incident occurred and there was a subsequent software upgrade. Based on additional info obtained from the hospital's risk mgr on 04/09/10, there was a death associated with this complaint. The pt was a full code with the diagnoses of dehydration, hyponatremia, excoriation of buttocks, weakness, ataxic gait, peripheral neuropathy, elevated lfts, who was post-cardiac catheterization on (B) (6) 2009, and placed on telemetry monitoring. On (B) (6) 09 at 1810, he was found unresponsive without pulse or heart beating. Based on the info, philips is unsure what rhythm they would be expecting or the settings at the time the pt was in. The nurse that was caring for pt a claims that this pt was constantly taking off leads throughout the day. Per the nurse, it is hard to tell if he was on the telemetry device and that the pt's leads were off when the pt was found down. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).